Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2015 with the following findings: a manual date/time change was observed in the black box from (B)(6) 2015 at 07:16 to (B)(6) 2015 10:16. Another manual date/time change was made from (B)(6) 2007 at 01:02 to (B)(6) 2015 at 18:31. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. A timekeeping accuracy test was performed; however, when pump was left without power for 1hr and pump was powered back on it had returned to the default time/date. The pump cover was removed and the internal battery was found to be leaking. The time test was started, but not completed due to a battery failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 400 mg/dl with nausea and symptoms of dehydration (dizzy, lightheaded) associated with a time gain issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that there was greater than 5 minutes each month being gained. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a time issue with the pump.